Event description:
A report was received from (B)(6) with info stating that the device had a continuous alarm while in use by pt. A nurse rebooted the device then "vent inop" was displayed. The device was replaced. No pt harm reported.

Manufacturer narrative:
The central processing unit (cpu) printed circuit board (pcb) and the graphical user interface (gui) central processing unit (cpu) were replaced. The parts are expected for investigation. Upon receipt of the parts and completion of the investigation, a supplemental report will be submitted. (B)(4).